Manufacturer narrative:
(B)(4). It was reported that the patient underwent a sacrospinous vaginal vault suspension, repair posterior colporrhaphy; perineorrhaphy with alloderm graft and a sling. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Reason for surgery: frequent uti¿s, rectocele. It was reported that following insertion the patient experienced pain in right groin area, low back pain, pelvic discomfort, pain in groin near right leg. The patient reports that she does not have sex, does not go swimming, and has a fear of infections- always.

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2003. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.